Manufacturer narrative:
Continued h.6 health effect impact codes: f2203- imaging required, f2303 medication required. The events of capsular contracture baker grade IV, seroma-late, "axillary deep venous thrombosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, "axillary deep venous thrombosis".

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "lateral painful breast deformity", "double-bubble breast deformity", "capsulitis; grade 3 skin laxity recurrent; breast dysphoria and severe deformity", "axillary deep venous thrombosis" and seroma. Device has been explanted and replaced.